Event description:
The pump was returned for an unrelated issue. During evaluation, the force sensor was found to be out of calibration. This report is made based on the results of evaluation.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2012. (B)(6). The 2531779-03/24/2010-003-r. During testing, the pump load cartridge phase did not recognize the filled cartridge and dispensed fluid emitting a "no cartridge detected" warning. During evaluation the force sensor was found to be out of calibration. Unrelated to this issue, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.